Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This report is for analyzer 1 of 3. See MDR #1061932-2011-01208 for analyzer 2 of 3 and MDR 1061932-2011-01209 for analyzer 3 of 3. The software algorithm of the lh750 had its flagging preferences set to [2222], which is the mid level setting for blasts and variant lymphocytes, imm. Ne 1 (immature neutrophils, primarily bands] and imm. Ne 2 (immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). An analysis of the test data associated with this pt sample indicated no significant abnormality in the data pattern. The neutrophil and lymphocyte populations were dense and not suggestive of the data patterns typically observed with blasts. It appears that the root cause was the instrument software algorithm which was not sensitive enough to generate any suspect flags for this pt sample. A field service engineer was not dispatched to the site.

Event description:
The customer reported that the lh750 hematology analyzer failed to flag for the presence of blast cells in one pt sample. There were no instrument-generated messages accompanying the results. The erroneous test results were reported out of the lab. A manual differential was subsequently performed on the sample and 10% blast cells were observed. The pathologist questioned the results from the lh750 analyzer after review of the manual smear. There were no reported changes to pt treatment associated with this event.